Event description:
The biomedical director reported a device that overinfused during pt use with no pt injury or medical intervention. The medication involved was heparin, set at a rate of 10 ml and a volume of 250 ml. The bottle emptied within 2 hours. The director of biomed attempted to check the pump for verification purposes, but there was no display on the device. No add'l info.